Manufacturer narrative:
Information was not provided. (B)(6) 2018 was reported as the date of the event. Reporter contact information was not provided. The nurse reported a tegaderm¿ chg dressing was applied to a (B)(6) infant. The product IFU instructs that the product should not be applied on infants less than 2 months of age. The product IFU contains the following warning: do not use tegaderm chg i.v. Securement dressing on premature infants or infants younger than 2 months of age. Use of this product on premature infants may result in hypersensitivity reactions or necrosis of the skin.

Event description:
A nurse in (B)(6) reported a (B)(6) infant had a central venous catheter inserted into a femoral site. The nurse reported a 1660r tegaderm chg dressing was applied to the site. The patient allegedly experienced redness and necrosis where the dressing had been applied. The dressing and the cvc catheter were removed. Flaminal gel hydro was used for treatment and the skin injury was reportedly resolved.